Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: g.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b5, h6, h11. The following sections were corrected: h6. No device was returned for evaluation; radiograph images were provided; however, the reported event was unable to be confirmed. The review identified that based on the pre-revision radiographs, it appears that the tibial tray may be externally rotated in relation to the femoral component. However, this cannot be confirmed from the information provided. All other aspects appear unremarkable for implanted components. Images were provided of the explanted tibial component. There does not appear to be any volumetric wear along the articular surface of the explanted tibial insert. It remains unclear whether there is wear/damage along the superior aspect of the tibial spine, or whether it is remnants of blood and/or fluid. Evaluation of the patella component for wear cannot be performed as images were not provided and the component was not revised. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from prosthesis wear of the patella component as reported. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the patella component remains implanted and no images of the affected product were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Additional information received indicates that the patella component was not revised.

Manufacturer narrative:
D10: 04026019209; (B)(6) - gps implant kit v2 (B)(6); 02-010-01-0330 - lgc femoral ps cem right sz 3. (B)(6); 201-78-15 - holding pin mini sharp point 4 pk. (B)(6); 02-012-43-3030 - lgc tibia rbktray cem sz 3f/ 3t. (B)(6); 521-78-23 - threaded pin size 2.3 collared. Customer has indicated that the product is in process of being returned for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
As reported, approximately 5 years and 11 months post the initial right total knee arthroplasty, the surgeon performed a synovectomy surrounding the affected knee. Minimal osteolysis was present. The patella exhibited minimal wear along the lateral tracking path. The tibial insert was free of wear. The femoral and tibial components were well fixed. The tibial insert was removed and replaced like for like, and the patella was also replaced. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.